Manufacturer narrative:
The left ventricular lead was returned. Visual examination revealed no anomalies except for procedural damage. The reported event of infection was not confirmed.

Event description:
Related manufacturer reference number: 2017865-2019-10139. It was reported that a patient presented at a follow-up in clinic with pain and swelling on top of the implant site. The physician determined that the patient experienced an infection with no known source. The physician explanted the pacemaker system, including the pacemaker and left ventricular lead, and replaced it with another pacemaker system. The patient was in stable condition and discharged.